Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a kink in the outflow graft and new onset left ventricular hypertrophy could not be confirmed through this evaluation. No images of the kink in the outflow graft were submitted for review. The submitted system controller event log file contained events spanning approximately 3 days (29sep2022 ¿ 01oct2022) that primarily consisted of pi events. There were no other notable events active in the file and the system appeared to operate as intended at the set speed. Multiple good faith efforts were sent to the account regarding if CT images could be provided, if any intervention is planned for the outflow graft kink, and the current status of the patient. To date, no response has been received. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas) (serial number: (B)(6)). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Customer order was shipped on 07mar2022. The current version of the heartmate 3 lvas IFU (rev. C) contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the heartmate 3 lvas IFU rev. C, is currently available. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the healthcare provider was having difficulty turning up the ventricular assist device(vad) speed beyond 5200 revolutions per minute(rpm) without causing several pulsatility index (pi) events. It was stated that the vad is unable to flow any better than 3 liters per minute(lpm). Diuresing the patient caused worsening flows of less than 3lpm and increasing pi events. A cat scan(CT) was completed on (B)(6) 2022 that suggested outflow kink. Echo shows new onset left ventricular hypertrophy(lvh) was not present prior to device implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).